Event description:
It was reported that the screw broke. A back-up device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) sterile biorci ha 9x25mm screw reported on. The complaint stated: ¿during an unknown surgery, the screw broke. It is unknown whether the fragments were removed from the patient.¿ the product reported on is a 9mm diameter product. The product returned is an 8x25mm anchor. The product reported on has a 6 lobe hex configuration. The product returned has a tri-hex configuration. Product (B)(4) has tapered threads. The product returned is non-angled cylindrical configured. It was not confirmed whether the return is a smith and nephew product. Due to unavailability of product reported on, the complaint could not be confirmed. Factors affecting performance of the anchor reported on include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: 1. Use of other than recommended prep instrument size and/or types. 2. Not accounting for taper or larger head to body design. 3. Entanglement with guide wire or other instrument causing tearing and fractures. 4. Unexpected bone density/condition. 5. Use of excess torque or force. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution. Udpated.

Manufacturer narrative:
One 7207681 sterile biorci ha 9x25mm screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use, which confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: use of other than recommended prep instrument size and/or types. Not accounting for taper or larger head to body design. Entanglement with guide wire or other instrument causing tearing and fractures. Unexpected bone density/condition. Use of excess torque or force. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution.

Event description:
It was reported that, during an unknown surgery, the screw broke. It is unknown whether the fragments were removed from the patient. A back-up device was available to complete the procedure with no significant delay and no patient injuries.